Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report could not be confirmed. The event from (B)(6) 2025, was reviewed using the device log since no clinical file was retained. The log shows two instances where the device was charged and the paddle shock button was pressed, but no shock was delivered due to "poor pad contact" messages. During these attempts, patient impedance was above the valid range, indicating poor coupling between the paddles and the patient. All subsequent shocks that day discharged normally, and the device consistently identified and responded to impedance conditions as designed. No device malfunctions were found. The device will be recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.